Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while preparing paclitaxel with the bd phaseal¿ spike connector (c180j), coring occurred in the infusion bag. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about coring. After preparation of paclitaxel, small pieces were found in the infusion bag."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-mar-2022. Investigation summary: one c180j connector received for investigation. Upon visual inspection, no damage or other defects was observed that could cause coring. Foreign matter was found in the rubber stopper of infusion bag of spike set where the c180j was connected to. Fourier transform infrared spectroscopy was performed, foreign substance was identified as butyl rubber particles and traces of silicic acid compound from the membrane were also found. The lot number is unknown, so the device history record review (DHR) and quality notification (qn) review could not be performed. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs or an incorrect stopper is used as in this case. The product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification and that there is no damage to the product. Based on the quality team's investigation, possible root cause is incorrect use of the rubber stopper corresponding to the cannula type of the connector.

Event description:
It was reported that while preparing paclitaxel with the bd phaseal¿ spike connector (c180j), coring occurred in the infusion bag. The following information was provided by the initial reporter, translated from japanese: "this is a report about coring. After preparation of paclitaxel, small pieces were found in the infusion bag.".